Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the "fixing forceps"--which would most likely be the capio carrier--was broken. The patient will need to see the physician for a new procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.